Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump time was off by approximately two hours. The reporter noted that there was no time lost on the pump. The reporter denied a time or date loss with battery changes. This issue has occurred twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: black box review shows no activity outside normal use. The pump powers on normally. Time test was performed and the pump was found able to keep time and settings. The keypad is intact and all buttons responded appropriately. There was no defect found.